Event description:
It was reported to medtronic minimed that the customer received pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was) and pump error 82 (the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product mmt- 1886. Troubleshooting was not performed. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. The unit passed the displacement test and rewind test. Unable to perform prime/seating test, basic occlusion test, force sensor test due to unit failure in seating test. Unable to confirm pump error 81 and 82. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals that pump error 81 was recorded on 12/18/2025 12:19:33.000 file = 16 line number = 393. Pump error 82 was recorder on 12/18/2025 12:19:33.000 file number = 16 and line number = 427. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of moisture corroding motor flex connector leading to prime seating anomaly failure. During visual inspection of electronic assemblies, moisture damage was noted on electronic assemblies. Cosmetic damages were found during visual inspection: scratched case and pillowing keypad overlay. In conclusion, unable to confirm pump error 81 and 82 alarm during testing. However, moisture damage on motor flex connector/traces was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.